Event description:
It was reported the right ventricular (rv) lead was revised. Follow-up is in progress. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products. 419488, lead, (B)(6) 2014; dtba1d1, bi-ventricular defibrillator, (B)(6) 2014. (B)(4).